Event description:
Patient herniated around mesh. CT of the abdomen and pelvis demonstrated laxity of the mesh with several defects along the mesh containing nonobstructive loops of small bowel. Findings: the mesh had pulled away from the anterior abdominal wall in several locations mostly on the right side of the fascial defect. Once the mesh was removed, the ultimate defect measured 15 x 13 centimeters in diameter.